Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated the she experienced abdominal pain, fever, nausea and vomiting after tampon usage. She indicated that she visited the emergency room for these symptoms and the physician found tampon fragments in her vagina and removed them. During removal, she experienced vaginal tearing. She was prescribed amoxicillin for treatment.

Manufacturer narrative:
Lot number aa215401e referred by consumer is not a lot number that corresponds to this manufacturing facility. In order to determine the correct lot number the manufacturing history records were reviewed for lot number aa215401b. By the similarity between this lot and the lot number reported, aa215401b has been defined as the lot involved in the incident reported by the consumer. A document and records review was performed on this lot. Documentation assessed includes: quality audit, production, raw material and device history records. This assessment found no anomalies that may have contributed to the reported issue. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.